Event description:
It was reported that the insulin pump buttons were unresponsive. Customer stated she was trying to give bolus but the buttons were not working. She was having high blood glucose; she took insulin to get it down. Customer's blood glucose was 18.4 mg/dl. Advised the customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked case at the reservoir tube window corners, cracked battery tube threads and a cracked belt clip slot.